Event description:
The customer reported via phone call that the insulin pump had a scrolling and unresponsive keypad. The customer's blood glucose was 130 mg/dl. The customer stated that the insulin pump alarmed button error when she tried to press the buttons during a bolus attempt. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing were noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.